Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The (B)(6) is reporting that the seat upholstery on the chairs are wearing out and sagging faster than was expected.